Manufacturer narrative:
The insulin pump had intermittent escape button response due to a flattened dome switch. The insulin pump was received with a cracked case at the display window corners, cracked display window corners, minor scratches on the display window and a stained end cap sticker.

Event description:
The customer's parent reported via telephone call that the escape button was wearing out. The parent did not recall the blood glucose reading. The parent was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.